Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the IV set leaked at the upper fitment and tubing engagement during a chemotherapy infusion. No patient harm or medical intervention was reported. No further patient/event information was provided.